Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units bottom left hand screen balloon pressure blue rise and fall notification is not working, red helium icon on bottom right hand corner even after cassette has been replaced is not working, transducer wave source issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units bottom left hand screen balloon pressure blue rise and fall notification is not working, red helium icon on bottom right hand corner even after cassette has been replaced is not working, transducer wave source issues. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d5 additional information: e1 (event site postal code: 4001, event site state: qld) a getinge field service engineer (fse) evaluated the unit and found the helium cylinder was wrongly installed by user. Fse replaced the helium cylinder from customer stock and install it as per  procedure. Fse tested the device. Device is working within specifications and released for customer use.

Event description:
N/a